Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the thermistor failed and the unit reflected low rotations per minute (rpm's) with a reading of 48k rpm's, which was lower than manufacturers' specification (recommended specifications are between 79k-81k rpm's). It was also observed that the flex circuit potting was cracked / corroded and two electrical wires were pulled from the connector. It was determined that the cracked/corroded flex circuit potting was determined to be due to normal wear from use and servicing over time. It was determined that the two electrical wires that were pulled back was due to excessive use of force when handling the cord, which caused the thermistor to fail and the motor to run at low rpm's. This was also classified as component damage caused by user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the motor device displayed an e6 error and was overheating. There were no delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.